Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens, -05.00 diopter, in the patients left eye (os), on (B)(6) 2011. The plan is to explant the lens due to progressive myopia. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. D6b: na. PMA/510(k): this product is manufactured in (B)(4) but not marketed in the u.s. (B)(4). Claim #: (B)(4).